Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty (pta) procedure. The 80% stenosed, 6.0mm x 80mm, concentric, de novo target lesion had no significant bend, and was located in the moderately tortuous and moderately calcified left radio-cephalic fistula. A 6f non-boston scientific introducer sheath and a .035 starter guidewire were used to assist in delivering a 6.0 x 40, 75cm mustang balloon catheter for pre-dilatation. However, during the first inflation at 22 atmospheres (atm), the balloon ruptured. The device was replaced with another 6.0 x 40, 75cm mustang balloon catheter which was inflated to 24 atm but also ruptured during the first inflation. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: a mustang device, 24 atmospheres (atm) was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 35mm distal of the proximal balloon bond. The distal section of the balloon material had been pulled distally over the distal tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. A visual examination observed no damage to the tip of the device. A visual and tactile examination found that the inner shaft was stretched. Both markerbands had moved in a distal direction due to the stretched shaft.

Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty (pta) procedure. The 80% stenosed, 6.0mm x 80mm, concentric, de novo target lesion had no significant bend, and was located in the moderately tortuous and moderately calcified left radio-cephalic fistula. A 6f non-boston scientific introducer sheath and a .035 starter guidewire were used to assist in delivering a 6.0 x 40, 75cm mustang balloon catheter for pre-dilatation. However, during the first inflation at 22 atmospheres (atm), the balloon ruptured. The device was replaced with another 6.0 x 40, 75cm mustang balloon catheter which was inflated to 24 atm but also ruptured during the first inflation. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.